Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was reported on the right ventricular (rv) lead. Technical services was contacted and the cause of the event was determined to likely be interference with an abandoned ventricular lead. The physician opted not to perform any intervention at this time. The patient was in stable condition.